Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va37s9z serial# implanted: (B)(6) 2026 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: 00763000913120 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not providing results. Patient mentioned that when implanted on the recovery room they did not feel the stimulation. During this surgery the lead was presumably disconnected from the implant. Patient also mentioned they did have an x-ray yesterday to determine if the lead was connected or not. Patient also stated that they spoke with another manufacturing representative (rep) on april 15th mentioning the issue and doing an increase to stimulation from 2.6 to 3.6 during the call with no results still. Patient also said they still have some incontinence and the device was not working like the previous did. Agent reviewed therapy expectation and redirected patient to their healthcare provider to further address the issue. Additional information was received from a patient. They reported that the new device was not working or providing results and stated they did not feel stimulation while in the recovery room after implant that happened on 01- apr-2026. The patient mentioned having an xray yesterday to determine whether the lead was connected. The patient also reported speaking with an manufacturing representative on april 15, during which stimulation was increased from 2.6 to 3.6 with no improvement. The patient stated they were still experiencing incontinence and that the device was not working as effectively as the previous one. Therapy expectations were reviewed, and the patient was advised to follow up with their healthcare provider for further evaluation.